Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently dislodged from the implant location due to the patient's excessive weight loss. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It is currently unknown if the explanted system will be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (patient and impact codes).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently dislodged from the implant location due to the patient's excessive weight loss. The physician surgically explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. Recently, it was noted that there was decubitis (pressure sores) surrounding the pocket due to infection. It is currently unknown if the explanted system will be returned for analysis.